Manufacturer narrative:
Based upon the available information, the reported problem does not indicate a product defect or malfunction but rather the user's failure to follow instructions. During investigation through analysis of data logs and review of customer-supplied photographs of the system connection, it was found that the customer had used a non-merge cable to connect the trunk cable to the link assembly which caused fuses to blow. Merge tech support advised the customer that the correct coiled kit should be used to connect the system before using the lab again; otherwise, fuses will continue to blow and connection problems will continue to occur. Instructions in the user manual (hemo-5303, page 4) addresses the potential for these types of situations with statements such as, "attention! The use of accessories, transducers, and cables other than those specified, with the exception of transducers and cables sold by merge healthcare as replacement parts for internal components, may result in increased emissions or decreased immunity of the system."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that during a stemi procedure, the patient's vitals and pressures could be seen; however, the chronlog did not record them and resulted in the patient's EKG, waveforms, and vitals being lost. Information provided by the customer indicated that the cables may have been pulled off/loose which is known to cause communication problems within the hemo system. The user did not know that the system could be rebooted during an active case which could have prevented the loss of all patient data. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients; however, the customer reported that the procedure was completed successfully. (B)(4).